Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment has been discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for other indication. The same day of the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.